Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: biosense webster carto 3 (model unknown lot # unknown). Baylis nrg transseptal needle; (model unknown lot # unknown). St. Jude medical 8.5 french agilis sheath. (Model unknown lot # unknown) . (B)(4).

Event description:
It was reported that a patient underwent an accessory pathway ablation procedure for supraventricular tachycardia (svt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, while using the thermocool® smart touch® sf bi-directional navigation catheter, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 400 ml initially, then 150 ml later. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a baylis nrg transseptal needle and a st. Jude medical 8.5 french agilis sheath. Generator was set on power control mode with default settings. There is no information regarding generator settings at the time of injury, as ablation was not being performed at the time of injury. Power was not titrated during the procedure. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was on smarttouch sf settings. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding spi value. Smarttouch sf catheter was not in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.